Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s ilet connect adapter port had stripped threads, causing all connectors to fit loosely and preventing the connector from locking and attaching during a supply change; the patient reverted to backup therapy and provided the correct procedure steps, and the connector lot number was 36282. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; the medical device problem and the specific affected device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.